Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Motor rate error was found in pump event history log. Reported problem was unable to be duplicated during occlusion test. The root cause of the reported issue was found to be abnormal wear. White teflon flakes were found on worm coupling facets which is causing the intermittent of the motor rate error. Actions were taken to mitigate the reported issue: replaced the old teflon washers with delrin washer also replaced old style motor bracket, worm gear, leadscrew and clutch halves for preventive.

Event description:
It was reported that the device was showing motor rate error. No patient injury was reported.